Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vessel sealer extend instrument was analyzed and the complaint was not confirmed by failure analysis. Visual inspection did not reveal any damage. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument cut and sealed. The instrument was fully functional. No product issue was identified.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, when the customer was attempting to treat the round ligament of the uterus, the customer noted the tissue was sticking to the of a vessel sealer extend (vse) instrument while sealing and cutting. It was noted the same issue kept occurring during the procedure. The procedure was completed with a backup instrument of same kind. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use, and no damage was found. The customer indicated that the tissue was released in a manner that seemed to be adhered rather than cleanly separated. No intervention was required. There was no bio debris build-up prior to the interaction where sticking was observed. No tissue was excised and there was no bleeding as a result of the event. According to the surgeon, this event did not impact the procedure as a whole and did not affect the patient's health. The surgeon believed that the issue was due to the instrument as the issue was identified as soon as the instrument was used. The patient did not experience any post-operative complications and no known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the vse instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.